Event description:
It was reported that a pt sustained an adverse reaction and another pt sustained hypopigmentation after hair removal treatment with a lightsheer laser.

Manufacturer narrative:
Reasonable attempts were made to obtain further info from the user facility; however, none was provided. Should additional info be reported, a follow up MDR will be reported. No device malfunction was reported, therefore, no evaluation of the subject device was performed.